Event description:
When flushing the catheter, they discovered cracks in the catheter. The system was not implanted.

Manufacturer narrative:
The returned peritoneal catheter was received cut in two parts (part 1 = 21.0 cm / part 2 = 65.0 cm). Patency test was performed on the returned peritoneal catheter (part 2), and a small leak was detected when the distal part was plugged. Visual analysis revealed a pin hole (1.5 cm from the part 2 tubing extermit). We did not detect any possible origin of the puncture in the manufacturing process of the product (needle). Traceability records were reviewed, no anomaly was noted. We are manufacturing around 300 peritoneal catheters (9mz-101) per year and this is the first time we received such a complaint (puncture hole).